Manufacturer narrative:
Device received with broken battery cap, minor scratched lcd window. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched which make screen hard to read. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were not responsive. The customer reported that they need to keep on doing hard reset on the insulin pump, having depleted battery life and battery cap was damaged. The insulin pump will not be returned for analysis.